Event description:
User received several pt samples with erroneous results for multiple assays. Exact number of pt samples involved was not provided. The following 3 pt examples provided were discrepant for glucose. Sample 1, initial gave 216; repeat gave 164 mg per dl. Sample 2, initial gave 283; repeat gave 203 mg per dl. Sample 3, initial gave 208; repeat gave 159 mg per dl. Initial results were reported. No info was provided to determine if pts were adversely effected. The field service representative found a pinhole in sample tubing 1 and also found other sample tubing showing age. He replaced all 4 sample tubings sample probes 1 and 2, and the sample syringe 1 seal. To verify analyzer performance, mechanisms checks were observed with no issues seen. A precision check, calibration and controls were also run with passing results.